Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer observed error code 1062 (invalid test results, read precision) while using the axsym digoxin iii assay. There was no impact to the patient's management reported due to this error code.